Event description:
Reporter alleged obtaining a discrepant blood glucose of 213 mg/dl on the advantage system compared back to back with a result of 108 mg/dl on her doctor's meter when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.